Manufacturer narrative:
H-10: the returned probe was evaluated and found to be occluded with dried white procedural material. No mfg defects detected. This report was mailed in to FDA on: 6/26/1998 the manufacturers internal reference number is: c0011494-1

Event description:
Reporter noted vitrector handpiece suction tip did not work, resulting in vitreous leak while changing probe to complete procedure.